Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting that there was blood in the orthopat machine and the machine was also due for preventative maintenance. No injury or reaction was reported. Eval of the returned device confirmed the reported problem. The machine was decontaminated and the components which were damaged were replaced including the power supply board and the reservoir switch. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and (B)(4). This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that there was blood in the orthopat machine and the machine was also due for preventative maintenance. No injury or reaction was reported.